Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead replacement surgery, the lead was measured to about 37-38 cm, which was shorter than the standard length. The manufacturing representative had confirmed the problem. The healthcare professional decided to implant the lead. Following the lead replacement the patient was doing well.